Event description:
It was reported that during placement of a bravo ph monitor the capsule failed to attach to the pt's esophagus. When the physician attempted to deploy the capsule from the delivery system, there was difficulty rotating the plunger. Upon removal from the pt the capsule had deployed. The physician could not visualize the capsule at the eg junction, the stomach, or the duodenum. The pt was in no apparent distress; she was not coughing and was resting on the stretcher under sedation. The capsule was not revealed by x-ray and bronchoscopy was negative. The area surrounding the pt was checked and the capsule could not be located. There was no injury to the pt.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.